Event description:
It was reported that allegedly two pta balloon devices were used on a pt for angioplasty of a stenosis in the subclavian vein. The first device failed to retract through a 7f sheath and both were removed as one unit. A .035 guide wire was used with the device. The physician used another device and was unable to advance the device back into the sheath. A third device was used for a successful outcome. No pt injury reported.

Manufacturer narrative:
The device history reports could not be reviewed, as the lot number was not known. A sample evaluation could not be performed as the sample was discarded at the user facility. The current IFU (instructions for use) states if resistance is met during manipulation, determine the cause of the resistance before proceeding. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit.